Event description:
The customer reported that she obtained a blood glucose reading of 569 mg/dl at 5:05 a.m. On a contour next link meter. The customer had no symptoms of hyperglycemia. Upon repeat testing at the same time, she obtained a reading of 171 mg/dl on a contour next one meter. The customer also performed repeat testing with her contour meter and obtained a lower reading compared to the contour next link meter. Specific reading obtained on the contour meter was not provided. The difference between readings falls in "c" zone of the consensus error grid, making the difference clinically significant. No adverse event alleged. The customer was advised to return the product for evaluation. Replacement meters were sent to the customer.